Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that (B)(6) 2009: the patient underwent MRI of lumbar spine. Impression: grade 1 anterolisthesis of l5 on s1 with bilateral spondylolysis. There is resultant disk bulge lateralized to the left side causing significant left-sided foraminal stenosis. On (B)(6) 2009: the patient underwent x-ray of lumbosacral spine. Impression: grade ii l5-s1 spondylolisthesis. On (B)(6) 2010: the patient underwent excision of cystic lesion, right face with complex wound repair. On (B)(6) 2010: the patient underwent: total laparoscopic hysterectomy. Lysis of adhesions. Cystoscopy. Due to abnormal uterine bleeding and dysmenorrhea. On (B)(6) 2010: the patient underwent MRI of lumbosacral spine. Impression: grade I l5-s1 spondylolisthesis secondary to bilateral spondylolysis of l5. There is left neural foraminal stenosis at this level from what appears to be a disk herniation of the protrusion type into the neural foraminal zone on the left. On (B)(6) 2010: the patient underwent CT of lumbar spine w/o contrast. Impression: grade I anterolisthesis of l5 on s1. Bilateral l5 pars defects are noted. L5-s1 disk is desiccated and reduced in height. Bilateral l5-s1 neural foramina are severely narrowed. There is also moderate compromise of the left l4-5 neural foramen. The patient underwent x-ray of lumbosacral spine. Impression: essentially stable grade ii anterolisthesis of l5 on s1 likely relating to spondylolysis th this level; however the view is considered non-diagnostic. On (B)(6) 2010: the patient underwent: left-side l5-s1 foraminotomy. Percutaneous pedicle screws from l5-s1. Facet arthrodesis. Due to grade I l5-s1 spondylolisthesis. The patient underwent CT of lumbar spine w/o contrast. Impression: post-operative changes from posterior spinal fusion at the l5-s1 level with bilateral transpedicular screws and vertically oriented rods. Alignment appears unchanged with persistent grade I anterolisthesis of l5 on s1. There are bilateral l5 pars interarticularis defects. On (B)(6) 2010: the patient underwent CT of lumbar spine with contrast. Impression: fluid collections posterior to the posterior spinal instrumentation hardware. These could represent abscess. Unchanged appearance of posterior spinal fixation hardware without evidence of failure or loosening. Unchanged alignment and arterolisthesis of l5 on s1. On (B)(6) 2010: the patient underwent MRI of lumbosacral spine w/wo contrast. Impression: some fluid noted in praspinous musculature at operative site minimally and some fluid seen in the ample subcutaneous adipose tissue. On (B)(6) 2010: the patient underwent x-ray of lumbosacral spine. Status post transpedicular screws and fusion at l5-s1. On (B)(6) 2011: the patient underwent MRI of lumbosacral spine w/wo contrast. Impression: no definitive interval changes with the exception of decrease in acute postoperative changes within the subcutaneous and paraspinal regions. Relatively homogenous enhancement within the left lateral recess and extending along the lateral aspect of the thecal sac at the l5-s1 level. No findings suggesting a cause for the patients right lower extremity weakness is definitely noted. On (B)(6) 2011: the patient underwent x-ray of lumbosacral spine. Impression: lateral projections demonstrate apparent increase in the anterior subluxation of l5 relative to s1 with no delectable alteration in the configuration of hardware. The patient underwent CT of lumbar spine without contrast. Impression: no acute trauma. On (B)(6) 2011: the patient underwent MRI of lumbosacral spine w/wo contrast. Impression: stable postoperative l5-s1 spinal fusion. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: vacuum phenomenon compatible with motion seen at the l5-s1 disc level. Left foraminal stenosis at l5-s1. L4-5 disc cannot exclude small disc herniation present. There is still a grade I spondylolisthesis l5 forward on s1. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: postoperative findings of fusion at the l5-s1 level with bilateral transpedicular screws at both levels. The patient underwent x-ray of lumbar spine. Impression: redemonstration of postoperative changes from posterior fusion of the l5-s1 level for treatment of grade ii anterolisthesis of l5 on s1. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: l5-s1 degenerative disc. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: postoperative change consistent with re-implantation of the l5 and on the s1 transpedicular screw in the patient with posterior spinal stabilization bilaterally at the l5-s1 level. Interval vertebroplasty with bone cement anterior to the l4-5 intervertebral disc space and within the l5-s1 intervertebral disc space. Stable grade ii anterolisthesis of l5 on s1 secondary to bilateral pars interarticularis defects of the l5 vertebral body. On (B)(6) 2012: the patient presented with pre-op diagnosis: status post l5-s1 posterior pedicle screw fusion with resultant pseudoarthrosis. Procedures: left-sided l5-s1 tlif. Revision of hardware. L5-s1 vertebroplasty with reimplantation of pedicle screws at l5 and s1. Per-op notes: we removed the blockers then removed the rod and the screws. We performed our facetectomy, entered the disk space at l5-s1 and removed some disk material. We placed approximately 5 ml of novabone within the disk space. We brought on an 8-12 x 10 x 22-mm implant. The graft window was also filled with novabone and also then placed 1 sponge of rhbmp-2 anterior to placement of the cage. We gently tapped in the globus expandable cage, confirmed placement on ap and lateral fluoroscopic x-ray and then expanded the cage. We placed jamshidi needles through the hook and screw holes from the previous pedicle screws. We instilled some cortoss bone cement in both l5 and s1 vertebral bodies. We placed k-wires. We placed a 7.5 x 50-mm screw at l5 and a 7.5 x 35-mm screw at s1. We placed a 45-mm rod within both screw heads. The patient was discharged on (B)(6) 2012: the patient presented for a follow up and back pain. The patient underwent x-ray of lumbar spine. Impression: high grade ii, low grade iii anterolisthesis of the l5 on s1 with posterior spinal instrumentation hardware from l5-s1 and disc prosthesis changes of the lumbosacral junction as well. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: 5x9cm fluid collection in the soft tissues of the posterior back on the left at the l2-3 level which may represent seroma versus abscess. Postoperative findings of the spinal fixation at the l5 and s1 levels with vertebroplasty of l5 and s1 for approx. Grade ii anterolisthesis of l5 on s11. On (B)(6) 2012: the patient presented with right leg pain to the right. The patient underwent x-ray of lumbar spine. Impression: no change in the appearance of the lumbar spine and slight scoliosis, status post fusion l5-s1. On (B)(6) 2012: the patient presented with right leg pain, back pain. On (B)(6) 2012: the patient presented with pre-op diagnosis: lumbar disc disease, neuropathic pain. Procedures: epidural steroid injection. On (B)(6) 2012: the patient underwent x-ray of lumbarsacral spine. Impression: redemonstration of postoperative changes from posterior fusion of the l5-s1 without evidence of new acute osseous injury. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: unchanged appearance to l5-s1 spinal fusion with persistent grade ii anterolisthesis and intact spinal hardware. Decreased size of the left paraspinal low density fluid collection with adjacent fat stranding. This is likely a postoperative seroma that is resolving or postoperative hematoma. If there is clinical signs and symptoms of overlying skin cellulitis, fever or infection, then an abscess is a possibility. On (B)(6) 2012: the patient presented with low back pain. On (B)(6) 2012: the patient underwent MRI of lumbosacral spine w/wo contrast. Impression: decreased prominence of subcutaneous fluid collection adjacent to the left paraspinal musculature. Differential considerations remain same although it most likely represent a resolving seroma or hematoma given its size decreasing. Persistent grade I anterolisthesis of l5 on s1. No canal stenosis or neural foraminal narrowing is identified. On (B)(6) 2012, and (B)(6) 2013: the patient presented for an office visit. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. Impression: redemonstration of l5-s1 posterior spinal fixating hardware and bilateral l5 pars defects. Unchanged grade ii anterolisthesis of l5 on s1 and associated foraminal stenosis bilaterally at this level. No new acute abnormality. On (B)(6) 2012: the patient underwent MRI of lumbosacral spine w/wo contrast. Impression: no compression of cauda equine seen. No change grossly in appearance of the spinal canal compared to (B)(6) 2012. Mild central canal stenosis seen at l4-5 level, due to acquired facet osteoarthritic disease. Small central protrusion l4-5 noted with mild degenerative signal changes seen within the l4-5 disk. On (B)(6) 2013: the patient underwent CT of lumbar spine without contrast. Impression: redemonstrations of l5-s1 posterior spinal fixating hardware fusion construct with no significant change or evidence fro hardware fracture or malalignment. Degenerative change. No new acute abnormality. On (B)(6) 2013: the patient underwent MRI of lumbosacral spine w/wo contrast. Impression: no compression of cauda equine seen. There is stable appearance of narrowing of the spinal canal in the transverse dimension at l5-s1 level resulting from degenerative facet changes and ligamentum flavum hypertrophy secondary to anterilisthesis. On (B)(6) 2013: the patient underwent x-ray of lumbosacral spine. Impression: postoperative findings of the posterior spinal fusion at l5-s1 with unchanged appearance of spinal hardware. Persistent grade ii anterolisthesis of l5 on s1. No acute osseous abnormality. On (B)(6) 2013: the patient presented with pre-op diagnosis: intractable axial mechanical and radicular pain, l5-s1 pseudoarthrosis with continuing foraminal stenosis. Procedures performed: removal of previously placed screws and rods and l5-s1 laminectomy, facetectomy and diskectomy for decompression of nerve roots. L5-s1 360-degree fusion through 1 incision using bmp. Posterior instrumentation with pedicle screws and rods. Arthrodesis, posterior technique and insertion of interbody graft. Use of a combination of allograft and locally harvested autograft. Intraoperative use of microscope for microdissection. C-arm fluoroscopy for localization. Postoperative diagnosis: intractable axial mechanical and radicular pain, intractable axial mechanical and radicular pain, l5-s1 pseudoarthrosis with continuing foraminal stenosis. Per-op notes: dissection was carried down superiorly and inferiorly in the midline to exposure the supraspinous ligament, thoracolumbar fascia and lamina and the previous hardware which was subsequently removed. Pilot holes were drilled into the junction of the lateral facet and the transverse. The resulting holes were checked with a pedicle probe sound to ensure bony rim around the hole. Forward-angled curettes were used to dissect tissue from the lamina and pedicles. High-speed drill, kerrisons and curettes were used to remove the inferior articular facet superior portion of the neural foramen on both left and right sides via smith-peterson osteotomies. Laminectomy and decompressive facetectomy was performed bilaterally to relieve nerve root compression. The insertion of the interbody graft and the instrumentation portion of the surgery was commenced. The cleaned disk space was sized appropriately with a trial interbody cage. The endplates were abrased again, and a permanent interbody cage was chosen and filled with a combination of allograft and locally harvested autograft. After assuring good fit for arthrodesis, the remaining disk space surrounding the interbody device was compacted with bone obtained from the locally harvested autograft and allograft combination. These grafts were inserted bilaterally. The previously drilled pilot holes were then tapped and pedicle screws inserted. Once all of the polyaxial screws were in place, rods were placed into the polyaxial heads. Interthreaded caps were secured to the polyaxial screws to assure fixation of the rod. On (B)(6) 2013: the patient underwent CT of lumbar spine without contrast. Impression: acute postoperative changes. Interbody fusion device l5-s1, which appears to have a different position and orientation when compared to previous CT of on (B)(6) 2013: the patient underwent x-ray of lumbar spine. Impression: the interbody graft is partially uncovered with regards to the sacrum. Position has not changed. No interval hardware breakage is confirmed. The patient underwent CT of lumbar spine without contrast. Impression: redemonstration of posterior fusion surgical changes from l4-s1 with anteriorly displaced interbody spacer device at l5-s1 at the most anterior margin of s1 vertebral body. Osteolysis along the left l5, and bilateral s1 transpedicular screws. Unchanged grade ii anterolisthesis of l5 on s1 and grade I retrolistheis of l4 on l5. Interval increase in postoperative seroma at the surgical site. On (B)(6) 2013: the patient underwent MRI trauma of lumbar spine without contrast. Impression: some increased edema in the paraspinous musculature and in the region of the fusion construct with transpedicular screws l5-s1.